Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the ra lead exhibited noise and occasionally in vdx lead with no pacing. The device was reprogrammed. The patient will be followed up and monitored.